Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Fifteen devices were received for evaluation; 3 events were duplicated during testing, 12 were not duplicated. Four devices were found to be affected by corrosion. One device was found to be affected by debris and gritty bearings. One device was found to be affected by debris and worn components. Three devices were found to be affected by internal corrosion and damaged internal components. Two devices were found to be affected by worn bearings. Four devices were found to be affected by worn components and corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 15 </noe> malfunction events, in which the device overheated. Nine reported event had no patient involvement; no patient impact. Three reported events had patient involvement with no patient impact. Three reported events had no known patient involvement or patient impact.